Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cystectomy. According to the reporter: after surgery, the rubber part in the device and outer silicone part were found broken. A piece might have fallen into the cavity. No additional bleeding. No tissue damaged. Operative time not extended more than 30 mins. Pt is under observation. No pt injury reported.